Event description:
It was reported that on 6 september 2023, a 27mm navitor valve was implanted utilizing a large flexnav delivery system. The patient presented with heavy non-coronary cusp calcification. Pre-balloon annular valvuloplasty (bav) was performed. After two resheaths due to difficulty positioning, the navitor was implanted at a depth of 4mm. A moderate perivalvular leak was present so a post-balloon annular valvuloplasty (bav) was performed. After the post-bav, the patient developed right bundle branch block (rbbb). The temporary pacemaker was kept in place per standard procedure and the patient was kept under observation. On (B)(6) 2023, the patient received a permanent pacemaker. The patient is reported to be discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. Information from the field indicated that the patient did not have a history of conduction disturbances, there was heavy calcium on the non-coronary cusp leaflet, there was difficulty positioning due to depth, and the final implant depth of the device was 4 mm from the non-coronary cusp. No information was received regarding valve sizing. It was noted that moderate pvl was possibly a result of a heavily calcified ncc leaflet. The 4 mm implant depth is deeper than the optimal 3 mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications. Based on all available information, the reported event appears to be related to patient condition (heavily calcified ncc leaflet). A cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted utilizing a large flexnav delivery system at a depth of 4mm. Two resheaths and a post-balloon annular valvuloplasty (bav) were required. After the post-bav, the patient developed right bundle branch block (rbbb). A temporary pacemaker was implanted and the patient was kept under observation. On (B)(6) 2023, the patient received a permanent pacemaker. No additional information was provided. The patient is reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.